Event description:
The customer reported they only get 3-4 days out of oxygenators before they clot off. Specific product and event details were requested but have not been provided by the customer. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. According to the instructions for use, the utilization period of this device is restricted to 6 hours. The oxygenators were in use for more than 3 days which is off-label use. No information about the affected lots is available. A CAPA (B)(4) has been opened for clotting issues.